Event description:
Procedure: unk. Reportedly, there was a very small 3rd degree burn behind the right knee. The generator was connected with a nicolet viking select (spinal monitoring equipment) at the time of the burn. The burn was treated with cream.

Manufacturer narrative:
During routine review, this report was reevaluated. At that time, the decision was made to file a report based on the info received. The generator was attached to a test terminal and no pertinent error codes were stored in memory. Initial testing found the generator functioned normally and within specifications. The generator passed the automated safety test. The high and low frequency leakage currents were specifically tested and were found to be normal and within specifications. The generator was calibrated, cycled for two hours, fully tested and was found to function normally and within specifications. Based on our test results, we cannot reliably determine a cause to the reported event.